Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for pacing impedance that fell below the programmed lower limit. Upon interrogation, it was noted the measurement was within expected range, and the pacing impedance trended chronically lower. The rv lead remains in use. No patient complications have been reported as a result of this event.